Event description:
It was reported that an unspecified malfunction alarm occurred and the pump battery could not be charged. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.